Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed the internal leakage test with message "system volume too large" and flow transducer test during pre-use check. The o2 gas module was detected as faulty and its replacement is necessary to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 06/10/2021. Corrected manufacture date: 06/03/2021. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).